Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Prior to the onset of peritonitis, the patient experienced a loose connection between the transfer set and titanium adapter, which the patient tightened himself. The patient later developed peritonitis. The peritonitis was manifested by cramping and hazy effluent. Treatment included cefazolin and ceftazidime (dose, frequency, and route not reported). The patient was not hospitalized for the event. At the time of the report, treatment was ongoing and the patient was recovering from peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4).if additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).